Event description:
Hysterotomy suture site abscess (moderate) [incision site abscess] case narrative: initial information received on 29-aug-2018 regarding an unsolicited valid serious case received from japan_other sanofi-japan group employee under reference (B)(4) on and transmitted to sanofi. This case involves a 26 years old female patient who experienced hysterotomy suture site abscess (moderate), while she using with the use of medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient's past medical history included premature labour and caesarean section. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing gestational hypertension with 34 weeks pregnant. On (B)(6) 2018, 1 sheet of seprafilm was used in the hysterotomy site of emergency caesarean section. On (B)(6) 2018 ,the patient underwent re-laparotomy with abscess removal and irrigation. On (B)(6) 2018, hysterotomy suture site abscess (moderate) developed. On (B)(6) 2018, hysterotomy suture site abscess (moderate) resolved the patient developed an event of a serious hysterotomy suture site abscess (moderate) (incision site abscess). This event was leading to intervention. The patient was hospitalized for this event. Final diagnosis was hysterotomy suture site abscess (moderate). It was not reported if the patient received a corrective treatment. The patient outcome is reported as recovered / resolved on (B)(6) 2018 for hysterotomy suture site abscess (moderate). Reporter comment: causal relationship to seprafilm: unknown. Other factor(s) suspected to have caused the adverse event, hysterotomy suture site abscess (moderate): - the patient's risk factor (concurrent condition, historical condition, age, etc.): long-term hospitalization for premature labour - surgical invasion, concomitant drug, or concomitantly-used medical device -> suspected factor: allergy to antibiotics additional information was received on 21-sep-2018: no new information was received. Additional information was received on 09-oct-2018: investigation summary was received (added to the company comment field). Investigation summary (investigation summary (B)(4), event ID: (B)(6):no product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance is unable to perform a specific lot history review/investigation in response to this event. Seprafilm adhesion barrier serves as a temporary bioresorbable barrier separating apposing tissue surfaces. The physical presence of the membrane separates adhesiogenic tissue while the normal tissue repair process takes place. When applied as directed, seprafilm adhesion barrier can be expected to reduce adhesions within the abdominopelvic cavity. Approximately 24 to 48 hours after placement, the membrane becomes a hydrated gel that is slowly resorbed within one week. Components are excreted in less than 28 days. All seprafilm lots manufactured by genzyme are released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots are manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics are compiled by sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal is discussed during these trending meetings and escalated to the safety governance for adjudication. As a lot history review/investigation was unable to be completed and no trending signal has been identified at this time, no CAPA is considered necessary however; sanofi-genzyme will continue to monitor and trend these types of events and implement appropriate corrective actions where applicable. If a lot number for this event is reported at a later date, this product event will be reopened and a lot investigation will be performed by sanofi-genzyme biosurgery quality assurance at that time. Amendment to the report dated 09-oct-2018: deleted "yes" from the "malfunction" of seprafilm [dv] in the product field. Added seriousness criteria (intervention required) in the event field.

Event description:
Hysterotomy suture site abscess (moderate) [incision site abscess]. Case narrative: initial information received on (B)(6) 2018 regarding an unsolicited valid serious case received from (B)(6) lsa-pcp under reference on (B)(6) 2018 and transmitted to sanofi. This case involves a (B)(6) female patient who experienced hysterotomy suture site abscess (moderate), while she using with the use of medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient's past medical history included caesarean section. The patient's past medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing premature labour and gestational hypertension. On (B)(6) 2018, 1 sheet of seprafilm was used in the hysterotomy site of emergency caesarean section. On (B)(6) 2018, the patient underwent re-laparotomy with abscess removal and irrigation. On (B)(6) 2018, hysterotomy suture site abscess (moderate) developed. On (B)(6) 2018, hysterotomy suture site abscess (moderate) resolved. The patient developed an event of a serious hysterotomy suture site abscess (moderate) (incision site abscess). The patient was hospitalized for this event. Final diagnosis was hysterotomy suture site abscess (moderate). It was not reported if the patient received a corrective treatment. The patient outcome is reported as recovered / resolved on (B)(6) 2018 for hysterotomy suture site abscess (moderate). Reporter comment: causal relationship to seprafilm: unknown. Other factor(s) suspected to have caused the adverse event, hysterotomy suture site abscess (moderate): the patient's risk factor (concurrent condition, historical condition, age, etc.): long-term hospitalization for premature labour. Surgical invasion, concomitant drug, or concomitantly-used medical device -> suspected factor: allergy to antibiotics. Additional information was received on 21-sep-2018: no new information was received. Additional information was received on 09-oct-2018: investigation summary was received (added to the company comment field). Investigation summary (investigation summary #(B)(4), event ID: (B)(4)): no product lot number was provided by the reporter; therefore sanofi-genzyme biosurgery quality assurance is unable to perform a specific lot history review/investigation in response to this event. Seprafilm adhesion barrier serves as a temporary bioresorbable barrier separating apposing tissue surfaces. The physical presence of the membrane separates adhesiogenic tissue while the normal tissue repair process takes place. When applied as directed, seprafilm adhesion barrier can be expected to reduce adhesions within the abdominopelvic cavity. Approximately 24 to 48 hours after placement, the membrane becomes a hydrated gel that is slowly resorbed within one week. Components are excreted in less than 28 days. All seprafilm lots manufactured by genzyme are released for shipment by quality assurance only after successful completion of quality control certificate of analysis testing and review of all device history records and associated manufacturing process documentation. This lot release procedure provides assurance that all product lots are manufactured under specified process parameters and pass final product and sterility specifications. Product safety metrics are compiled by sanofi global pharmacovigilance and epidemiology and presented to senior management. Any trending signal is discussed during these trending meetings and escalated to the safety governance for adjudication. As a lot history review/investigation was unable to be completed and no trending signal has been identified at this time, no CAPA is considered necessary however; sanofi-genzyme will continue to monitor and trend these types of events and implement appropriate corrective actions where applicable. If a lot number for this event is reported at a later date, this product event will be reopened and a lot investigation will be performed by sanofi-genzyme biosurgery quality assurance at that time.